Manufacturer narrative:
The following elements have blank data.

Event description:
Telemetry monitors had communication loss. Charge nurse reports could not see patient's on monitors. Clinical engineering(ce) able to get all monitors back up on the telemetry end after about 15 minutes. They then went down again for about 15 minutes. Then 48 minutes later, ce was able to get the monitors up on the floor itself.